Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed high-priority alarm "cassette locked but not latched in ehl, lec46440". There were no patient involvement and harm. This high-priority alarm occurred during pretest; however, if this error reoccurs during infusion, it will interrupt therapy and potentially impact patient.